Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the bolus screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Additonally, the pump touch screen was reportedly unresponsive. During troubleshooting with tandem technical support the pump was functioning as expected. Customer's blood glucose level was 262 mg/dl.